Event description:
The neotrend-l sensor would not insert properly. Blood leaked all the way back to the advancement lock. The plastic y-piece at the tip of the sensor also became detached. No harm or injury to the pt was reported.